Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned to zmc and evaluation is currently underway. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment/death.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient passed away around 13:00:00 on (B)(6) 2018 due a stopped heart and inability to breathe due to a hole in the lung. Nursing staff was with the patient at the time of death and stated that the lifevest was on but not alarming. The patient was given CPR for about 20 minutes prior to passing. Prior to passing, the patient received five appropriate treatment shocks from the lifevest. The response button were not pressed during the event. Review of the download flag and ECG data indicates that the initial life-threatening arrhythmia at 13:51:35 was CPR artifact with underlying ventricular rate at 100 bpm. At 14:12:13, the device detected asystole which was actually accelerated idioventricular rhythm at 80 bpm degrading to asystole with atrial activity only. The second arrhythmia was detected at 14:14:44 which was actually accelerated idioventricular rhythm at 80 bpm transitioning to CPR artifact and degrading to vf. CPR artifact contributed to the false detection. At 14:15:07 gel was released followed by five treatment shocks delivered between 14:15:18 and 14:17:00. The rhythm at the time of all the shocks and post-shock was vf. At 14:17:28, the ECG recording ends prior to a "non-treatable rhythm" flag and at 14:25:55 the device is shutdown. The first two shocks delivered pulses of 9j with an impedance of 0 ohms. The low energy shocks were likely due to the pulses being delivered into an open load, which is consistent with a 0 ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event. This is consistent with the report that the patient was receiving CPR and the ECG recordings. The last three shocks delivered full energy pulses. The lifevest performed as expected and delivered a treatment when the patient was in a treatable rhythm. The rhythm failed to convert.